Event description:
It was reported that the mitral valve was explanted at implant. It was further reported that the patient died due to bleeding and the ability to obtain adequate blood pressure and perfusion of his body. Based on the document provided, the patient had an aortic replacement with a non-ew valve and ascending aorta replacement. While weaning off bypass, the patient developed moderate to severe mitral regurgitation. Since they were not able to successfully get him off bypass the mitral valve was replaced with an edwards bioprosthesis valve. The visualization as expected in this situation was extremely difficult because of the aortic prosthesis in place. The surgeon put a total of 27 pledgeted sutures around the annulus of the mitral valve. In tying down the sutures, they were extremely diligent about not entangling the mitral struts and although below was very difficult as the visualization was very challenging. After coming off bypass another time, he still had the severe mitral regurgitation which was centrally, indicating likely distortion of the mitral valve. We therefore went back on and remove the previous prosthesis and now in order to have a low profile valve, a non-ew mechanical valve was placed. But due to long bypass time and bleeding problems, we were really not able to maintain adequate flows or pressure. The ECMO unfortunately did not sustain his life due to the amount of bleeding and our ability to obtain adequate blood pressure and perfusion to his body. The patient was pronounced dead in the operating room. No other details reported.

Manufacturer narrative:
(B)(4). Unfortunately, the subject device was not returned for evaluation, therefore, the device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. The physician had mitral valve regurgitation and noted difficulty seating the valve then changed his access approach to explant the ew device/implant a non-ew device requiring the patient to go back onto full cardiopulmonary bypass support, then the patient developed low cardiac output state requiring ECMO with subsequent expiration. Low cardiac output or low cardiac output syndrome during or immediately after surgery may have multiple causes. This may be due to marginal preoperative cardiac function, intraoperative event, and represents an inability of the heart to recover after cardiopulmonary bypass. This is typically not product related but is patient or technique related. No further actions are possible with the available information.